Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged when the protective sheath was removed. The dislodged stent was noted during preparation of the device. There, there was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results - a conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance revealed that the sds was returned with blood on the tip. There was no contrast visible. The stent implant was returned dislodged from the balloon. There was a bend in the middle of the stent implant. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon where the stent had been between the markers. There was a kink in the inner and outer members, 5.7 cm proximal to the proximal seal. The shaft was smashed distal to the kink for a length of 2mm. There was no other damage noted to the sds. The protective sheath was not returned. The outer diameters of the stent implant were measured and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. The analysis of the returned product noted blood visible on the tip, which is consistent with handling of the product. The stent was returned dislodged from the balloon, confirming the reported dislodgement. There was a bend in the middle of the stent. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influence by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, and handling of the stent during prep. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameters were measured and met manufacturing criteria. The protective sheath was not returned which may have aided the evaluation and determination of cause. In this case, it is possible that during preparation, negative pressure was applied during sheath removal or force was applied when removing the protective sheath, resulting in the stent dislodgement. Subsequent handling of the stent during packing for return to abbott vascular may have contributed to the noted bend in the stent. Analysis noted a kink in the distal shaft. The shaft was smashed distal to the kink for a length of 2mm. Since, this damage was not reported in the incident information, the smashed and kinked shaft may have occurred during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to reported stent dislodgement; however, a conclusive cause could not be determined. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. This MDR is considered to be closed by the product performance group.